Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had only received vibrate no audio and hardware low level failure alarm.. The customer¿s blood glucose level 142 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Fill cannula was recorded in daily history. The insulin pump passed self-test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.